Manufacturer narrative:
Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4).

Event description:
The customer owned device was previously returned to pentax medical from a customer on 17-apr-2020 and inspection of the unit was performed on 21-apr-2020 where the quality control inspector found the following: distal cap - fixed type failed epoxy seal integrity inspection, passed wet leak test, passed dry leak test, hole in # 2 remote control button cover, fluid invasion not observed in pve connector, fluid invasion not observed in control body. The duodenoscope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with the following parts, and returned to the user upon completion: o-ring(0.5x1.3), distal case/cap, o-rings and seals, remote control button. The video duodenoscope is pending repair and final qc approval as of 22-apr-2020.